Manufacturer narrative:
The reported pump stoppage was confirmed through evaluation of the submitted system controller log file. The submitted log file showed multiple low speed and pump stoppage events that corresponded to low speed and low flow hazard alarms. Pump power elevations were also captured during these events. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause could not be conclusively determined through this evaluation. The device remains in use supporting the patient and was not available for evaluation. It was reported that the patient was provided with a non-grounded patient cable for use with the power module, and no further alarms have occurred during power module support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 6 months. The patient remains ongoing on lvad support with the device and an ungrounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after approximately 5.5 years of support, a pump stoppage occurred on (B)(6) 2017 during power module support. The system controller was switched to battery support. The patient was admitted to the hospital. The patient was asymptomatic and in stable condition. The patient was provided with a non-grounded patient cable for use with the power module, and no further alarms occurred under power module support. It was reported that the patient is in a nursing home and a pump exchange is not planned due to the patient's poor general condition. No additional information was provided.